Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized. It was reported that customer was discharged from the hospital. Customer was advised that infusion set and reservoir lost at the hospital would be replaced. No further information provided.